Event description:
The reporter stated that the surgeon inserted a silicone three piece lens and the lens was torn. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic torn off. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.